Event description:
According to the literature, a retrospective study compared short-term outcomes after robot-assisted and laparoscopic total gastrectomy between 2015 and 2025. In the laparoscopic group, 30mm endoscopic tri-staple reloads and 60mm brown reloads were used to create the anastomoses. Robotic staplers were used in the robotic group. Complications in the laparoscopic group included intraoperative bleeding and anastomotic leak. Conversion to open, prolonged hospitalizations and readmissions were reported.

Manufacturer narrative:
Sanberg, j., noordman, b.j., lindblad, m. Et al. Robot-assisted versus laparoscopic total gastrectomy: a western high-volume tertiary referral center experience. J robotic surg 20, 512 (2026). Https://doi.org/10.1007/s11701-026-03451-0 d10 concomitant products: unegiatri, unknown egia tri staple, (lot # unknown); unknown egia su, unknown endo gia sulu, (lot # unknown); unknown-vloc, unknown vloc product, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unknown-vloc, unknown vloc product, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.